Manufacturer narrative:
Batch review performed on 15 july 2020: lot 1909882: (B)(4) items manufactured and released on 26-mar-2020. Expiration date: 2025-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Additional item invovled in the event, batch review performed on 15 july 2020: reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot. 1908972. Lot 1908972: (B)(4) items manufactured and released on 07-nov-2019. Expiration date: 2024-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 2 months after primary for shoulder dislocation (glenosphere from liner). The surgeon revised successfully the patient shoulder.